Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized three years back. Blood glucose value was over 600 mg/dl; current value is 151 mg/dl. Customer stated she felt sick and dizzy. She also reported that the screen on the insulin pump sometimes goes blank during the night. The issue has been happening for two years. The customer stated that she called on (B)(6) 2015 to reported and was sent a battery cap replacement but the issue persists. She declined troubleshooting. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.